Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to boot up. Review of the logfiles showed that system was down from 22th nov 13:35 to 25th nov 17:13 which indirectly indicates something malfunction related to host pc. Upon further inspection, philips field engineer (fse) visited onsite and confirmed the faulty host pc. The defective part was returned to analysis where lin-mem-chk was failed due to outdated ram. Fse replaced the host pc. After the replacement of host pc, the system was returned to use in good working. The codes were updated based on the investigation outcome.